Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor that did not pair with the ilet, and the agent guided the user to toggle the g6/g7 setting, reenter the four-digit pairing code, and restart the ilet, with education that pairing could take 15¿30 minutes and to call back if unsuccessful. Symptoms included no change in blood glucose levels and no alerts or alarms. Outcomes included no clinical impact and no need for medical care. Investigation included remote troubleshooting and user education on device settings, pairing workflow, and power cycling. Investigation of this case revealed no confirmed device malfunction of the ilet or cgm component and suggested a pairing process issue that may resolve after the recommended waiting period or restart. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and pairing sequence timing.